Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was abandoned surgically due to an unknown product performance issue. Additional information indicated that the lead exhibited noise. No additional adverse patient effects were reported.